Manufacturer narrative:
Other, other text: h10: device evaluation: one cadd legacy pump was returned for investigation in used condition. The investigator was unable to reproduce the customer reported product problem (over delivery). Three separate delivery accuracy tests were performed. The pump was slightly over delivering, but still within the published +/-6% specification. Further examination revealed some fluid ingression on the pump (by the chassis base of the downstream occlusion sensor and expulsor). The fluid ingression may have damaged the expulsor gasket, which in turn may have caused the slight over delivery reported by the customer. A true root cause was not established however. As previously stated the pump delivered within specification. Over delivery outside of established specifications was not confirmed. The confirmed damaged expulsor was replaced however.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +8.32% during testing. There was no patient involvement.